Manufacturer narrative:
The reported events were dislodgment, failure to capture, and failure to sense. As received, a complete lead was returned for analysis with the helix extended and clogged with blood. Visual and x-ray examination found no anomalies or distortion of the helix. The reported events of failure to capture, and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to procedural damage.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the atrial lead was dislodged. The dislodgement was confirmed on x-ray. The physician explanted and replaced the atrial lead. The patient was stable throughout.

Event description:
New information noted that the atrial lead exhibited a failure to capture and failure to sense. The physician explanted and replaced the atrial lead. The patient was stable throughout.